Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported posterior capsule opacification three months following cataract extraction with intraocular lens (iol) implant. The patient was treated with a laser successfully. The patient reports they are unable to see clearly in low light. Additional information received; the patient reports his vision issues persist being unable to see clearly in low light and is seeing straight lines around the light. The visual acuity is 70 percent. The surgeon indicates that the source of this issue is linked to the structure of the lens. There are two related reports for this patient, this report references the left eye and an additional report will be filed.

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
The patient's vision has improved. And he is happy.

Manufacturer narrative:
Corrected information provided in b.3, d.6, and h.6. The manufacturer internal reference number is: (B)(4).